Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the pulmonary vein. A 9.0mm x 20mm x 80cm sterling balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for about 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.